Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device product code: 179712000. Lot number: 286696. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: october 15, 2020. Photo investigation: the complaint device was not returned for investigation. The images of the items provided were reviewed. The single innie screw appeared to be stripped which could have resulted in the complaint condition. Manufacturing record evaluation revealed no non-conformance that could have contributed to this issue. Since the device was not returned, document/specification review, as-received condition and dimensional inspection could not be reviewed. Conclusion: the complaint condition can be confirmed based on the available information. A definitive assignable root cause was not determined. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, an osteoporotic patient underwent a procedure with cement augmentation. This was an mis procedure and vcffs screws were used. During screw insertion, 2-screw heads broke and came out of the alignment sleeve, the screw shank was in the vertebral body itself. There was issue with the innie (locking cap) insertion initially and the innie¿s threads were not engaging with the screw. When the surgeon tried to remove the screw, both the heads only came out. Total two (2) screws and four (4) innies damaged. Without removing fragments, the procedure was completed successfully with 60-minutes delay. The patient consequences were reported. This report involves one (1) mmsi single inner setscrew. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that set screw was observed stripped and bent from the threads. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was performed and the single inner did not engaging in the head of the mating device due to observed condition during the visual inspection. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The current and manufactured to drawings were reviewed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.